Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's keypad was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator's keypad was faulty. There was no harm or injury reported.